Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Stenosis of a new lesion in cephalic arch avf - left arm occurred. This new lesion was treated using a medtronic in.pact admiral paclitaxel eluting balloon catheter . One day post revascularization, restenosis of the new lesion was identified through angio. Revascularization was carried out two days post initial treatment the lesion was treated with revascularization using a medtronic in.pact admiral paclitaxel eluting balloon catheter.